Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the shaft of the catheter broke and difficulty was encountered removing the distal portion. All pieces were retrieved. Pt status is listed as "okay".